Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles in the tubing. The user's blood glucose level was 219 mg/dl. The user changed the tubing and no more air bubbles were reported.